Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump repeatedly displayed alert 41 indicating an insulin shaft rewind error after multiple restarts and a factory reset, consistent with a failure to infuse and associated with the device¿s firmware; the device was charged and restarted without resolution. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified and the issue aligned with a failure to infuse related to the firmware component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.